Event description:
It was reported that a compact speed reducer "was not working properly". It was unknown to the reporter if the device was used in surgery.  It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. There was no patient harm, adverse outcome or injury alleged. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device. The device was tested and it was observed that the device did not rotate when power was applied. Therefore, the reported condition was duplicated and confirmed. The assignable root cause was determined to be immersion during cleaning. If additional information should become available, a supplemental report will be sent accordingly.